Event description:
Customer stated that the floss had a defect and she could not afford to get her tooth repaired. Alleges the floss is thin and then it gets very thick. The thick part got stuck between her teeth. She stated missing only two teeth and is nearly (B)(6).

Manufacturer narrative:
Although this report has not been confirmed by a medical professional, it is being reported as the loss of a tooth is considered to be a serious injury. The product has not been returned to the manufacturer and no lot number was given so a complete investigation could not be performed. However, dental experts conclude that a healthy tooth could not be cracked or pulled loose by the use of dental floss alone, and that underlying and pre-existing dental disease or compromised dental structure would be the root cause of the event. Manufacturer is continuing efforts to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.